Manufacturer narrative:
Product complaint # (B)(4). D4: UDI: as the lot number for the device involved in the event was not provided, the full UDI is currently not available. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Photo investigation summary ==> this is an analysis for a photo submitted to ethicon for evaluation. During the visual analysis the following was observed: the photos shows one open sales unit box and ten sealed packages with 1961 product codes, the lot #scb3478, expiration date 2023-07-31. Customer support services performed a review of the product traceability information and no sales records were found. As per this condition we can confirm the diversion was confirmed. Ethicon products were not distributed by authorized affiliates. Lot number is invalid in the different systems that we use to monitor the statuses of the manufactured batches. Based on the investigation performed, it was determined that the product was confirmed as counterfeit. As part of our quality process, the manufacturing records for this batch serial number were reviewed and manufacturing standards were met prior to the release of this batch. As part of ethicon's quality process, all devices are manufactured, inspected and released to approved specifications. Additional monitoring of complaint information for potential safety signals will be conducted through complaint trends as part of post-market surveillance. Device history lot ==> the batch number scb3478 provided is invalid in the ethicon systems. This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be filed as appropriate.

Event description:
The complaint handling unit received an employee's inquiry about the suspectedproducts in henan zeyuan medical device co., ltd, henan dameiao company and qingdao dongfang weier company. China global brand protection team purchased suspected products in huyi, aicaigou and 1688 websites with a low price. China supply chain checked that there was only traceability record of absorbable hemostat 1962 with lot qpe1991, absorbable hemostat 1953 with lot mke0731and absorbable hemostat 4350 with lot ple1431. There is no record for absorbable hemostat 1953 with lot pme3451 and absorbable hemostat 1961with lot scb3478 in regional distribution center. They were found same manufacture number and suspected blue sticks on primary package. Generally, the manufacture number should be different. No adverse patient consequences were reported.